Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down for no apparent reason. However, they found that ups had powered itself off recently due to a power outage, the ups shut down and caused the the cns to go down. By the time, nihon kohden technical support (tech support) was able to call the customer back, the on call biomed had resolved the issue by restarting both the ups and the cns. The customer stated that the reported issue has been resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down for no apparent reason. However, they found that ups had powered itself off recently due to a power outage, the ups shut down and caused the the cns to go down. By the time, nihon kohden technical support (tech support) was able to call the customer back, the on call biomed had resolved the issue by restarting both the ups and the cns. The customer stated that the reported issue has been resolved. No patient harm was reported.